Event description:
Pt presented with pain and mild swelling after surgery. Five days after surgery, the pt had a knee puncture in the laboratory; results showed no infection. One month later, pt presented back to the clinic with the same symptoms, along with a fever of 38.2 c. A second knee puncture was performed, again showing no infection. A third puncture was performed on (B) (6) 2008, again showing no infection. The event gradually resolved by (B) (6) 2008. The dr believes the adverse event is definitely related to the procedure, but not related to the device.

Manufacturer narrative:
No product is being returned for eval. (B) (4)